Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a ¿sticky smear¿ on the needle. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a ¿sticky smear¿ on the needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
This is to bring to your attention that we are in receipt of two MFR initial reports in 2018. Please note that the supplement reports could not be processed due to missing a supplement report in emdr system. Kindly verify and submit supplement report for the following reports (listed below) under ¿missing report¿ column electronically through esg gateway to resolve the issue and advise when complete. MFR report number patient ID reports received missing report 1024879-2018-00325 (B)(6) initial, f/u - 2, 3 f/u ¿ 1 (B)(6) is the parent record for the MDR pr # 474765 with MFR # 1024879-2018-00325 in this one, the first follow up was cancelled and only 2 and 3 were submitted. This supplemental takes the place of follow up #1.

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. The foreign matter was identified as excessive lubricant on the needle shaft, which is a component in the manufacturing of the eclipse needle. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, and samples the customer¿s indicated failure mode with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a ¿sticky smear¿ on the needle. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: a.3. Sex: unknown. B.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. H3 other text : see section h.10.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle had a ¿sticky smear¿ on the needle. There was no report of exposure, injury, or medical intervention noted.